Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The stent was not returned. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damaged was noted to the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpacking of the 2.50x16mm promus element stent delivery system, stent dislodgment was observed. There was no patient involvement.

Manufacturer narrative:
Device is combination product. (B)(6). (B)(4).

Event description:
It was reported that during unpacking of the 2.50x16mm promus element stent delivery system, stent dislodgment was observed. There was no patient involvement.